Event description:
It was reported that the patient experienced no pain relief from the spinal cord stimulator (scs) device. The patient underwent an explant procedure. No further information could be obtained.

Manufacturer narrative:
Block b3: exact date unknown, event occurred three years prior to the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8336500; model: sc-8336-50; serial: (B)(6); batch: 7031546.